Event description:
During right exploratory angiogram a 2mm piece of the fogarty catheter tip broke off in the patient's tibial artery. Surgeon stated catheter went in just fine, but had high resistance and the plastic tip of the catheter was stretching, a small piece of the plastic broke off.